Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were being generated on their unicel dxc 600 instrument. Prior to the event, the customer recalibrated the instrument and the qc (quality control) results were within the lab's established ranges. Customer indicated that multiple erroneous patient results were reported outside of the laboratory. Samples were re-run and amended reports issued. There is no report of any adverse event or serious injury related to this event but it is not known if there was any change to patient treatment.

Manufacturer narrative:
The beckman coulter, inc. (Bci) hotline recommended that the customer perform the twice weekly flow cell maintenance procedure. However, a clear root cause could not be determined. There were multiple erroneous results reported and this is one of three individual reports related to this event. The two related mdrs are listed below: 2050012-2011-01621, 2050012-2011-01820. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4), 2010 for additional reportable events.